Event description:
The maestro connection box was selected for use during the procedure. It was reported that when the catheter was connected, the maestro generator had a low temperature. No error message displayed. Replacing the maestro connection box resolved the issue. The procedure was completed successfully. No patient complications were reported. No return available as device was accidentally thrown away by site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.